Event description:
It is reported that while the surgeon was inserting the screw into the acetabulum, the screw broke in half. The surgeon could not remove the fractured portion from the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.